Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: yellow particles in fill channel and opening on radius. Leak test and microscopic analysis was performed which identified: delamination of valve (>75% total separation), striated opening and wear abrasion. Based on the device analysis the final assessment is:a striated opening due to surgical damage consist in the use of some surgical tool. A delamination total of the valve (cohesive failure).

Event description:
Physician reported a right side rupture. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side rupture. The device was explanted and replaced with a non-allergan device.